Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a low blood glucose (bg) of 40 mg/dl. Cause of the low bg was unknown. Low bg was addressed by consuming carbohydrates. Recommendation was made for customer to discuss event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.